Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed: open cystectomy (bladder removal). "Open cystectomy (removal of bladder) due to cancer. Tumor and bladder adhered to small bowel. Total of (B)(4) activations. Scrub tech steam cleaned, ran blade, and wiped device, typically in that order. It alarmed on the following activations: #10, 20, 34 and 35. Most alarms occurred while the surgeon was grasping thick tissue. Activation #20 was on the interior vaginal wall. After activations #21 and 22, blade did not completely transect and stuck blades occurred after activations #26 and 46. "Stuck blade" was defined as the blade mechanism trigger stuck adjacent to the latching mechanism. When the latching mechanism was opened, the blade trigger was no longer "stuck.' Additional information: the device was cleaned a bit at the outside, with water and soap. Just to take of some 'blood and remaining tissue' on the device." Patient status: okay.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted eschar on the jaws of the device. Engineering analyzed the device activation logs by extracting the logs from a microchip in the device key. Although the event observed alarms when activating on thick tissue, the activation logs confirmed the device performed within current specifications. During functional testing, engineering actuated the blade and confirmed that the blade was able to retract smoothly along the full length of the jaws without sticking or rough actuation when activated on porcine tissue. As such, engineering was unable to replicate the event as the device functioned as intended. The root cause of the event remains unknown as engineering was unable to replicate the event. As eschar was noted on the jaws of the returned device, it is recommended per the warning in applied medical's instructions for use (IFU) that the "build-up of eschar can negatively affect the sealing and cutting performance...use a gauze pad soaked with sterile water or saline to remove eschar." Although the exact root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.